Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive cause for the foreign material remaining in the device was not established, however, it is possible foreign material remained in the device due to incomplete reprocessing caused by physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 290 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light cover glasses were chipped and the insertion tube had delamination. The light cover glasses adhesive and optical cover glass adhesive were worn. The distal end cap and adhesive were worn. The aspiration housing ring was worn and the identity badge was missing. Th side cover was leaking and there was a hole in button 1. The light guide tube had delamination and the scope connector had water ingress. There was uneven illumination noted and the electrical safety test was not to specification. The up angle was not to specification and there was play in the up/down angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had a blockage at the distal end and broken fibers. The issue was found during maintenance and it was completed with the same device. Inspection and testing of the returned device found that there was white crystallized contamination in the air/water channels. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.